Manufacturer narrative:
Additional information: patient information: age - (B)(6). Sex - (B)(6). Correction: date of event: (B)(6) 2017. The product analysis indicates one opened sample, part number tn45rcd, from lot number 0213692764 was received. Analysis results indicated that there was a residue consistent with biological contaminants on the device. The tip of the bur broke off at the shaft which would have resulted in the reported event. The portion that became detached measured 0.25¿ long. When viewed under magnification, the break is consistent with shear or bending stress. The plastic insert that is placed inside the distal end of the outer tube was worn which is consistent with excess pressure applied to the bur during use. There was no evidence of improper manufacturing. The information most likely indicates the break was the result of aggressive use. The device condition was out of specification as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for evaluation. A product analysis has not been performed.

Event description:
The customer reported the bur broke during use. There was no injury reported as a result of this event. No fragments of the blade were left inside the patient.